Event description:
Adverse event: "unknown" (no code available). Product problem: "blue microfibers in the eye" (foreign material present in device). The customer reported we have been having many issues with lint and I think it is coming from the drape. We cannot see with the naked eye; however, the doctor will see it under the microscope. The lint was removed during the case. No pt impact was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).